Manufacturer narrative:
Batch review performed on 22 may 2018. Lot 166565: 30 items manufactured and released on 13 february 2017. Expiration date: 2022-02-02. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Others devices involved: mpact dm double mobility hc liner ø 52/28 reference 01.26.2852mhc (k092265). Lot 177528: 110 items manufactured and released on 20 february 2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, 56 items of the same lot have been already sold without any similar reported event. Mpact double mobility acetabular shell ø52 reference 01.32.152mb (k143453). Lot 176647: 39 items manufactured and released on 18 january 2018 expiration date: 2023-01-09. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any similar reported event.

Event description:
Three days after primary the surgeon revised the stem, the head and the liner for a hip dislocation and femur fracture. The surgery was completed successfully.